Event description:
A company representative reported that the tip of an oasys polyaxial screwdriver was deformed and difficult to engage with a screw tulip intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
No new information.

Manufacturer narrative:
Additional data: h3, h6 coding has been updated to reflect completion of the investigation.